Event description:
It was reported that the customer passed away the night before while wearing the insulin pump. It was stated that the cause of his death was diabetes ketoacidosis. It was stated that the customer started getting sick and his blood glucose started going up. The customer was feeling sick to his stomach the day before. When his spouse got home last night, the customer was throwing up black stuff. The spouse called the paramedics to pick the customer up, but she was not able to get his blood pressure under control. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.